Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported some infection. The customer also reported many scratches on the display of the insulin pump making it difficult to read the data therein. The customer also reported that the battery cap of the insulin pump was damaged as well. The customer also reported dropping the insulin pump on several instances. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).